Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the symptomatic patient presented in-clinic, lightheaded and dizzy. Far p-wave oversensing was noted with inhibition of ventricular pacing. X-ray showed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. The patient condition was stable after the event.